Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reports to have experienced high blood glucose; when she attempted to treat with a bolus shot, customer's blood glucose rose. Customer attempted to change infusion set and received a no delivery alarm. Customer's blood glucose was 554 mg/dl which was treates with a bolus shot. After troubleshooting, customer was advised that insulin pump was functioning as designed. No further information provided.